Event description:
On (B)(6) 2014, zoll was notified by the pt's wife, that the pt had passed away. Pt lost consciousness while he went for a walk near his home. Bystanders witnessed the siren alert and heard that prompt to start CPR. Bystanders hailed an emergency doctor who tried to resuscitate him without success. The pt passed away on (B)(6) 2014 at approximately 8:20am. On (B)(6) 2014, zoll determined that here was no indication to suggest that the device caused or contributed to the pt's death and that the event did not require an incident report to be issued. On (B)(6) 2014, zoll received written notification from a (B)(4) competent authority, (B)(4), in which the pt's physician alleged that the lifevest did not properly detect and treat ventricular fibrillation and the pt died (B)(4).

Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon evaluation, both the monitor and electrode belt were able to detect and treat with proper alarm functionality. Further evaluation revealed that the electrode belt trunk cable connector would not securely latch with a test monitor, however, review of the pt's downloaded data did not reveal a failure during use. There is no evidence to suggest that the lack of secure connection with a test monitor caused or contributed to the pt's passing. In addition, review of the pt's ECG recording confirms that the alarm were activated appropriately. The device was fully functional while in use and performed according to specification. The first detection of an arrhythmia occurred at 07:53:10 on (B)(6). The ECG recording begins in vt with a rate of about 200 bpm, with a small amount of higher frequency artifact. The pt's rhythm deteriorated to what appears to be ventricular fibrillation. The detection stopped after about 22 seconds, when the fundamental frequency of the vf slowed to about 150 cycles per minute, below the prescribed to about 150 cycles per minute, below the prescribed programmed threshold for arrhythmia detection of 170 bpm (beats and cycles are equivalent in the device's internal algorithm). The next detection occurred at 07:53:45, which also appeared to be vf. The detection stopped after 18 seconds due to the slow frequency. The third detection occurred at 08:02:57 and lasted only 12 seconds, again due to the fundamental rate being lower that the prescribed programmed threshold rate to maintain detection. The last ECG recording is from the detection of asystole, occurring at 08:03:35. Just prior to the first detection, the pt was in an svt with a rate of about 140 bpm. In addition, there was noise just prior to the vt/vf onset, which interrupted the algorithm. When a noise condition that could lead to an inappropriate detection is recognized, the algorithm will stop until the noise condition is considered cleared. The pt had only about 30 to 40 seconds before the arrhythmia slowed to a rate below the prescribed programed threshold for detection. The noise delay in detection and the speed of the arrhythmia's deterioration to a slower frequency (dropping below the threshold for identifying an arrhythmia) prevented the lifevest from delivering treatment. Monitor: 12/2012, belt: 05/2013.